Event description:
It was reported patient underwent total hip arthroplasty in 1999. Subsequently, patient was revised on (B)(6) 2014 due to acetabular cup loosening after a patient fall. The acetabular cup was removed and replaced with competitor product.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent total hip arthroplasty in 1999. Subsequently, patient was revised on (B)(6) 2014 due to acetabular cup loosening after a patient fall. Review of the invoice history could not confirm the initial implant date; however, records dated (B)(6) 2014 indicate the modular head was removed and replaced. The acetabular cup was removed and replaced with competitor product.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch. Patient is a male.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 1999. PMA/510(k) number-unknown. Manufacture date ¿ unknown.